Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had high blood glucose levels (408 mg/dl). Troubleshooting performed; the pump is in manual mode. The reason for the high blood glucose is because the customer has let go without correcting it and didn't had meal on time. Later, the high blood glucose was treated with insulin pump. The customer was not using the auto mode feature at the time of the incident. No further patient complications were reported. The customer will continue to use the device.